Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was returned to manufacturer. Therefore, box checked as "not returned to manufacturer" was checked inadvertently. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information unknown. Device is an instrument and is not implanted/explanted. Device history record: manufacturing site: (B)(4). Manufacturing date: 17. Mar. 2011. No nonconformances were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a flexible shaft connector (adaptor) for use with jacobs chuck fell apart during a tibial nail procedure on (B)(6) 2017. As the surgeon was reaming with an unknown reamer, the whole adaptor piece came apart in the surgeon¿s hand. It appears the screw came loose on the adaptor. No fragments fell into patient. There was a surgical delay of ten (10) minutes assembling another adaptor to the reamer. No patient harm. The procedure was completed successfully. Patient outcome is stable. Concomitant devices reported: unknown reamer (part # unknown, lot # unknown, quantity # unknown), unknown jacob's chuck (part # unknown, lot # unknown, quantity # unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: a product investigation was performed. It was reported a flexible shaft connector (adaptor) for use with jacobs chuck fell apart during a tibial nail procedure on (B)(6) 2017. As the surgeon was reaming with an unknown reamer, the whole adaptor piece came apart in the surgeon¿s hand. It appears the screw came loose on the adaptor. No fragments fell into patient. There was a surgical delay of ten (10) minutes assembling another adaptor to the reamer. No patient harm. The procedure was completed successfully. Patient outcome is stable. This complaint is confirmed. The flexible shaft connector for use with jacobs chuck was received at cq disassembled into 7 pieces. The set screw on the knurled collar component has loosened as reported causing the assembly to fall apart. Complaint condition was most likely due to disassembly and insufficient reassembly (under tightening of set screw) after sterile processing for this 6-year-old reusable instrument. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already disassembled into component pieces. No new malfunctions were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.